Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by cloudy effluent and unspecified swelling. The breach in aseptic technique was further described as the patient did not wear a mask and did not wash their hands. On the same day as the event onset, the patient was hospitalized for peritonitis. On that same day, the patient was started on intraperitoneal vancomycin (dose and frequency not reported) and intraperitoneal fortaz (ceftazidime) (dose and frequency not reported) for peritonitis. Both antibiotics were reported as ongoing. Dianeal therapy remained ongoing. On an unknown date, the patient was retrained on proper aseptic technique. Five days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.